Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, with a lowest blood glucose in the low 40s and an episode duration estimated at 30 minutes to 1 hour; the user also reported frequent low alerts, concerns about exercise-related lows, and one severe-feeling low attributed by the user to a potential duplicate meal announcement, and was counseled on viewing meal announcements and glucose history. Symptoms included hypoglycemia with associated low glucose readings. Outcomes included self-management without medical intervention, use of oral carbohydrates and food, and no loss of consciousness or hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed user reports of repeated alerts that require user action and potential user interaction contributing to insulin dosing through duplicate meal announcement. It was concluded that hypoglycemia occurred with cause unclear, with no device malfunction confirmed based on available information and user education provided regarding alerts, exercise strategies, and meal announcement review. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.